Event description:
It was reported that the patient was lost to follow up and presented to clinic. It was noted that the implantable cardioverter defibrillator could not be interrogated upon attempt. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported field event of failure to interrogate was confirmed in the laboratory. The device was tested on the bench and the cause of no communication was due to low battery voltage. The device¿s longevity could not be evaluated, because the patient was reported to be lost to follow-up and no device usage data could be obtained. Bench testing on the device was performed in the laboratory, and no sources of high current were noted.